Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. There were no alerts recorded in the memory and the battery status was in normal range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm or reproduce the clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when the field representative was interrogating this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) during an implant procedure, the programmer screen displayed that the software was being upgraded. It was noted that the upgrade never completed. This device was set aside and another s-ICD was implanted. After the procedure, the field representative attempted to interrogate this s-ICD with another programmer and again it indicated that the software as being upgraded. A memory download was performed and sent to boston scientific engineering for review. Data analysis determined that the problems with the upgrade of the software was based on a noise environment that was disrupting telemetry. The field representative attempted to interrogate the device several other times in different locations and with two different wanded programmers and the issue continues to persist. Further discussion with boston scientific technical services (ts) determined that the boxed s-ICD should be returned for laboratory analysis as there is clearly a telemetry issue.